Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaking valves during a vitreoretinal procedure. There was no patient harm reported. Additional information and product sample have been requested for this report.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One sample of a trocar hub and cannula assembly was received for evaluation. The returned sample was visually inspected and was found to be conforming. A device history record review for each of the product's lot was conducted. The product was released in accordance with all product acceptance criteria. The root cause of the customer's report could not be identified as the product was found to be conforming. (B)(4).